Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 600 mg/dl. Customer stated the leak is on o-rings and air was seeping into reservoir. Customer stated that air bubbles are seeping in and explained to her the leak could be an air bubbles in the reservoir that is expanding during filling. Customer was advised to return the reservoir for analysis and we are replacing it.